Manufacturer narrative:
The device was received for evaluation. The reported display issue was confirmed through visual inspection; there was no evidence of fluid ingress. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was a defective display. The display would be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a novum iq large volume pump was completely black when the device was turned on. This was found during testing in the biomedical service department. There was no patient involvement. No additional information is available.